Event description:
In (B)(6) 2010, the adiana female sterilization procedure was performed. The hsg test 6 months following the procedure showed that both tubes were successfully blocked. In (B)(6) 2012 a pregnancy was confirmed by ultrasound in the pt's uterus.